Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited no power. A field service engineer (fse) identified that the pyxie bus cable was cut and the backup battery was bad. Fse replaced the pyxie bus cable and backup battery to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system exhibited no power. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system exhibited no power. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer pn 120547 01 with exposed copper strands. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of main had no power, not detected on bus was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order # (B)(4) the fse reported found the pyxibus cable got cut and replaced with a new pyxibus cable. The fse ran diagnostics and found the backup battery was bad. The fse replaced a new backup battery. Customer tested it with no issues. The report was closed. During dchu visual inspection: p/n 120547-01: was received with exposed copper strands with burn marks, which are signs of thermal damage. During dchu testing: p/n 120547-01: the testing from dchu was not necessarily due to the thermal damage observed during the visual inspection, exposed copper strands and black marks in the cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation it is determined that the root cause of the complaint component was generated by the damaged assy cbl pyxibus 6 drawer (p/n 120547-01) with exposed copper strands with signs of thermal damage.